Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. Timeouts were observed in the download data in addition to a longer open sequence than expected in the rotational sensor data indicating a drive stall occurred. The high pulse widths were not replicated in the rerun data. No drive mechanism components were found to be damaged that would cause the original high pulse widths or the drive stall. The exact cause of the high pulse widths and drive stall could not be determined. Since the device was received deployed, it could not be determined when the device deployed or if the high pulse width and drive stall contributed towards it. The exact cause of the reported event could not be determined.